Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the tubing from t fitting to flow cell. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc, (bci) and reported that they obtained a diff/volt error message on the coulter lh 780 instrument and later discovered a fluid leak of blood and diluent. The customer stopped using the instrument when the error message was generated an no patient results were affected. The customer was wearing the appropriate personal protective equipment (ppe). No injuries occurred in connection with this event. There was no exposure, or contact with eyes or skin, open wounds or mucous membrane.